Event description:
Pt admitted due to complete heart block was having temporary pacemaker inserted after transvenous pacing wires were inserted. Pacemaker functioned for a time and then did not work, pacemaker changed and new one also did not work. Physician stated it was the wires which were changed and original pacemaker worked.